Event description:
The customer reported that the device failed to power up which could impact the delivery of therapy. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up which could impact the delivery of therapy. There was no report of pt involvement or negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.